Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the robotic arm malfunctioned and was unable to be reset, resulting in the rio being unavailable for the remainder of the case. The case was successfully completed using manual instruments and there was no harm to the patient.